Event description:
In early 2010, the patient presented for treatment of lower back and leg pain. The patient underwent spinal fusion surgery in early 2010 using rhbmp-2/acs. Immediately following surgery, the patient's pain increased and was non-stop. The patient underwent another spine surgery in (B)(6) 2011, again using rhbmp-2/acs. Post-op pain continued to increase.

Manufacturer narrative:
(B)(4): neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.so, cause of event cannot be determined.